Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited loss of capture at high outputs, high thresholds and no p waves were seen. The physician attempted a new right atrial (ra) lead that yielded similar results. The lead was attempted/ not used. The physician decided to use the original ra lead and it was noted that subsequently the lead started capturing the atrium, however absolute capture was not seen. The lead remains in use. No patient complications have been reported as a result of this event.